Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed. The device recorded a battery voltage of 2.79v approximately (B)(6) after implant. The returned device was analyzed. Normal battery depletion was noted. Device met expected longevity.

Event description:
It was reported that the device battery seemed to be depleting "faster than normal". The device was explanted. No patient complications were reported as a result of this event.